Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported sensor updating, pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported blood glucose value was unknown at the time of event. The customer reported hypoglycemia treated with glucose/carb intake, had an emergency visit to the hospital. The event involved product(s) mmt-7040ma, mmt-397a, mmt-332a, mmt-1884. Troubleshooting was performed. The customer was able to successfully clear alarm and rewind. The customer was using the pump for 48 hours before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040ma, mmt-397a, mmt-332a. Mmt-1884 was returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. The pump was monitored, no unexpected pump error 130 alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4), event date of 25-feb-2026, pump error 130 alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 25-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2026 to (B)(6) 2026. There was no data available to verify pump error(s)/alarm(s) noted 2 days from the related svn#: (B)(4) event date of 05-nov-2025 in the formatted history file. In further review of the formatted history file 2 days from the related svn#: (B)(4), event date of 14-jan-2026 and 1 week from the primary svn#: (B)(4) event date of 25-feb-2026, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2026 08:17:00.000; (B)(6) 2026 02:37:00.000, 01/14/2026 02:47:00.000; (B)(6) 2026 12:16:00.000; sensorerroralert (801) was found on: (B)(6) 2026 09:38:09.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Pump error 130 alarm was found on: (B)(6) 2026 09:22:39.000, 01/13/2026 09:32:00.000; (B)(6) 2026 10:20:08.000 to 01/13/2026 10:30:00.000; (B)(6) 2026 10:32:00.000; (B)(6) 2026 10:40:00.000; (B)(6) 2026 10:35:27.000; (B)(6) 2026 13:24:27.000, (B)(6) 2026 13:34:00.000; (B)(6) 2026 09:08:01.000. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.83 mv). Pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for sensor anomaly (no current code/category) and pump/transmitter communication anomaly were not confirmed. However, pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly noted. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.